Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The screen froze and the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad not being connected properly/plugged into lcd board. The insulin pump was received with minor scratches on lcd window.